Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39286-65 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Patient (pt) said they stopped charging the device after a problem had occurred with their lead about 4 years ago. Pt said lead "came off" and they had to have another surgery. Pt stopped charging or using the device after the other surgery. Caller mentioned pt said the device had not worked in years.

Manufacturer narrative:
Continuation of d10: product ID: 39286-65, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt stated the MRI tech called because they could not figure out the MRI compatibility. Patient¿s device has been dead for many years. Patient stopped using the device because it was not helping their symptoms anymore. Pt¿s condition got worse. Patient¿s recharger stopped working too so they stopped charging the device altogether. Pt did not have the serial number of the charger. Pt did not know why the charger stopped working. Patient added that currently there is nothing wrong with the devices or leads, it is just dead, and they may have a scar tissue where the leads are placed. Patient said they are not going to buy a recharger just to start the ins one time. They will contact a rep and see if the rep can bring a compat ible charger to the appointment. Pt still needs to find a new doctor in ga and do not know when the next appointment will be. Pt said their device is likely overdischarged. Patient added they had an unrelated fall at a hotel and the leads got disconnected. Pt said that resulted in shocking. Pt sued the hotel for the floor issue that led to the fall. Pt reported their hcp tried doing the lead surgery to correct the disconnection issue, but there was too much scar tissue, therefore the hcp could not do anything. Hcp told patient there is nothing else that can be done. Pt could not recall the exact dates. Pt stopped using the device after that and did not experience any more shocking. Patient has moved to ga since then. Pt still needs to find a new doctor in ga and do not know when the next appointment will be.

Event description:
It was reported that the patient's ins had been dead for a while and the patient did not want to have the ins replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.